Manufacturer narrative:
The manufacturer has completed the investigation alleging a ventilator's display screen was damaged and no longer functions. The device was evaluated by the manufacturer 's service center. The customer's complaint was confirmed. The lcd had evidence of damage and was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen was damaged and no longer functions. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.